Event description:
It was reported that the patient's implantable neurostimulator (ins) did not work after a while. The area got infected and it was taken off. The patient had no answer for "you local people." No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, implanted: (B)(6) 2011, product type: lead. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID neu_unknown_ext, product type: extension. (B)(4).